Manufacturer narrative:
The mcs instrument has not been returned to isi for failure analysis. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if additional information is received and/or if the instrument or accessory are returned. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, instrument arcing issue was noted. Although no patient harm was reported, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the monopolar curved scissors (mcs) arced inside the body. The effect was lessened when the site turned down the energy settings. Site did not notice any damage to the tip cover after the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: tip cover was placed on the mcs with the installation tool and electrolube was not applied. Customer reported flashing occurred during removal of the gallbladder close to the end of procedure. Electrosurgical unit (esu) used was the erbe on the vision side cart (vsc). Esu settings used is usually 3 but believes that 4 coag was used before being turned down. Not aware of any instrument collision, one instrument was retracting the gallbladder while the mcs was dissecting. According to the da vinci coordinator, it¿s possible that the endoscope may have been located right on top of the mcs when the flashing occurred. Remembers that the surgeon was moving the camera when was called to or. No reported injury to patient after surgery.